Event description:
It was reported that during infusion with cadd cleo infusion set had fell off during sleep, replaced the infusion set/site to resume delivery. There was a patient involvement with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.